Event description:
It is reported that in 1996 pt underwent right total hip replacement. Several years post-op, in 2000, x-rays revealed that the prosthesis had loosened. As a result, in 2001, the hip was revised using a zimmer cpt femoral stem and a trilogy acetabular liner.